Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was "having a hard time with their charging unit". It was stated that it takes a long time to charge, and it is rare that they get all the coupling bars. They only receive 2-3 coupling bars typically, but sometimes more. The caller stated that they believe part of the issue is that they don't charge daily. It was stated that the implant has died 2 0r 3 times as a result of the poor coupling, but they have ben able to charge it once they realize it has depleted. The patient met with a manufacturing representative and the ins was found to be functional and they were able to charge it. They have previously tried repositioning the antenna, and they charge over bare skin. The patient does not use the holster, but rather holds the antenna over the implant. The caller stated the issue began "probably last year". The patient was sent adhesive disks. There were no symptoms reported. No further complications were reported or anticipated.